Event description:
This report is submitted to report the atypical clip movement which occurred in the left ventricle and has the potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ in challenging anatomy. The clip delivery system (cds) was inserted into the guide without resistance. It was noted that there was some curve on the guide to adjust to the anatomy. The cds was advanced to left ventricle. During an attempt to steer the clip delivery system (cds) with the m knob, the cds would steer approximately 3cm medial. Additionally, a bend was observed in the delivery catheter (dc) shaft. It was noted that the physician torqued the m knob to greater than 10 oclock; therefore, the cds was curved more than 90 degrees. The cds was removed and replaced. A second cds was used successfully. Two clips were implanted and the mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned and the reported delivery catheter (dc) shaft bend was confirmed. The actuator mandrel was bent at three locations. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It is likely that suboptimal trans-septal puncture caused the difficulties in positioning the cds, as it was high and anterior, therefore additional curves were applied to lose height for better positioning. This coupled with the excessive curve applied on the cds likely resulted in the increased tension on the device, which caused the actuator mandrel to bend and subsequently caused the dc shaft to bend. Based on the evaluation of the returned device, the noted bending of the shaft was likely attributed to the actuator mandrel being bent. The cds was curved more than 90 degrees during the procedure. It should be noted that mitraclip system (IFU) cautions: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. Based on the information reviewed, the reported user experience in this incident appears to be related to procedural conditions/ user technique and not a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.